Manufacturer narrative:
This follow up is to correct health impact grid since investigation shows patient involvement is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the clip ring of the paddle cable does not lock, and the notches are broken. This does not prevent the correct operation of the system. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.